Manufacturer narrative:
The cause for the non-reproducible result is unknown. Siemens service went on site and performed a total service visit and found no issues. Small corrections to the r1 and r2 probe alignments were made. Qc testing was performed and acceptable results were observed. Three previously run samples were repeated and all results correlated. Additionally, siemens service performed dry, wetwater, wetwash1 tests. Dry counts between 25 and 66 were observed. The acid/base reservoirs, lines and probes were decontaminated. The acid/base pumps were replaced and calibrated. The tests were repeated and counts were acceptable. The tni-ultra assay was recalibrated and qc was run. A negative sample was run in replicates of 20 and results between 0.000 ng/ml and 0.006 ng/ml were observed. All results acceptable. No conclusions can be drawn. Customer reports acceptable performance after service. The customer spins samples at 3000 rpms for 5 minutes. Both samples were lithium heparin samples in the primary tubes. While there is insufficient information to determine the cause of the false results, preanalytic factors leading to fibrin interference cannot be ruled out. Preanalytic variables can affect the quality of the samples and deviation from recommended best practices can lead to erroneous results. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." MDR 1219913-2017-00146 was filed for the same event.

Event description:
Customer observed a discordant advia centaur xp troponin ultra (tni-ultra) result on a patient. The result was discordant to subsequent testing. The patient was already in the hospital. The patient was redrawn several hours later and re-tested. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible advia centaur xp tni-ultra result.